Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - intermittent display loss. Findings/action taken: tighten connections. Installed new pump to display cable. Passed functional testing including a battery test.